Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the up and down buttons were underresponsive. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/09/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 02/15/2017 with the following findings: on investigation, the keypad cover was noted to be lifted at the ok button; all buttons were unresponsive during the investigation. The keypad cover was removed for investigation and revealed moisture contamination on the contacts of the keypad buttons. The pump was opened for further investigation revealing the keypad flex was found to be fully seated in connector with the latch properly closed. There was no evidence of moisture found inside the pump. Investigation confirmed the unresponsive keypad buttons unrelated to the original complaint, the battery compartment was noted to be cracked and the display was dim/faded/discolored.